Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow up. Upon examination of the pulse generator, it was noted that the atrial lead exhibited loss of capture at maximum output. The lead pacing was reprogrammed per the physician's instructions. There was no plan to revise the lead at this time. The patient was reported to be in stable condition throughout the event.